Event description:
It was reported the disk floppy drive was broken and could not be repaired using repair disk. The programmer and rf (radio frequency) heads were returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) floppy disk drive damaged due to multiple floppy disk dust covers stuck in the disk drive. Programmer powered up with a system error. (B)(4) functional uplink tested out of specification. Cable found out of electrical specification. (B)(4) functional uplink tested out of specification. Cable found out of electrical specification.